Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Sales rep reported that site rite 8 ultrasound 20mm probe causes a dark shadow stripe to appear right down the middle of the acoustic image.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of dark shadow stripe to appear right down the middle of the acoustic image was confirmed. The probe produces a vertical dark streak through the center of the image. The device was serviced, tested, and discarded. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sales rep reported that site rite 8 ultrasound 20mm probe causes a dark shadow stripe to appear right down the middle of the acoustic image. Image example attached.